Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was tracking the peg over the guidewire, it was reported to be difficult to advance. The transition area of the peg, where tapered hard plastic part meets the tubing at the barbed connector, met resistance at the stomach wall. It was reported that the physician tends to make a smaller incision site due to a preference of a "snug fit" for the device and will typically extend the incision if necessary. The physician extended the stoma site to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation, as the device is still in place; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.